Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, missing end cap sticker, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 400 mg/ll, which was treated with manual injection. Customer had not been wearing the insulin pump for 1.5 weeks at the time of the high blood glucose level. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.